Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple incidents of elevated blood glucose (bg) levels ranging between 450-500 mg/dl with small ketones. Bg level and ketones were addressed using water and insulin pens. The contact stated that the infusion set site was removed from the customers body and a bolus was delivered. Reportedly, there was no insulin observed exiting the infusion set cannula. The contact declined to troubleshoot with tandem technical support (cts) during the call. As the cannula had been removed prior to contacting cts and troubleshooting was declined, it could not be confirmed if there was a issue with the cannula or infusion set. Reportedly, the customer has reverted to insulin pens for insulin therapy.